Event description:
Device placed on 7/31/95 on left bronchas. Pt had bleeding, needed to have pneumonectomy & removal of stent. Found to have broncho-aortic fistula with bleeding to death in the o.r. On 9/5/95.